Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at lcd window corners, reservoir tube and battery tube threads. Unit received with scratched lcd window.

Event description:
Caller reported being in the ER for high bgs. High bg t/s per dop. Customer's bg is 118 mg/dl. Customer was treated and released. Nothing further reported.